Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted (B)(6) 2014; 7121 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. Vegetation was noted on the patient's valves. The patient was treated with antibiotics and received a new system a short time later. No further patient complications have been reported as a result of this event.